Manufacturer narrative:
Inspection of unit shown the co-pilot attendant control was mechanically out of calibration from factory settings due to the handle having been placed in an incorrect position. This can happen when using the device incorrectly. For example, assistants lifting the whole chair with the attendant control putting the handle in an "upright" position. Permobil had visited the user and adjusted the co-pilot to correct alignment and replaced the footrest that was damaged in the incident. Unit was op-tested with no further issues having been noted. Clients caregivers were re-instructed on the correct usage of the device in order to mitigate repeat event. The DHR was reviewed and unit was built according to specification.

Event description:
Report received that while attempting to "back up" while using the co-pilot attendant control, the chair drove forward running client into a wall. Reports received are the footplate of the chair was broken and client sustained injuries with reports of a broken bone in their foot.